Manufacturer narrative:
(B)(4).

Event description:
It was received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.

Manufacturer narrative:
(B)(4). Additional information: the ventilator was not in use on a patient at the time the event occurred.